Event description:
The pt ((B)(6)) is a participant in clinical study for pain. It was reported the pt is experiencing heating at the ipg pocket. The pt reportedly has to discontinue use of the device after two hours due to the discomfort. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.